Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04058. It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and 27mm watchman ® laa closure device & delivery system (wds) were used. The was was inserted into the patient and was far into the posterior lobe which had a taper at the end. The wds was being advanced through the was with an unknown pigtail catheter. There was no evidence of a perforation on the pigtail injections. They advanced the wds through the was while shooting contrast along the way when they noticed a small amount of contrast escaped into the pericardium. They believe the small perforation occurred when the pigtail catheter was removed and straightened in the tight taper of the laa. The closure device and was were in perfect position, so the decision was made to deploy and release the closure device. There was no intervention required to treat the pericardial effusion and the patient was stable.